Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. An increase in capture thresholds and loss of capture on the left ventricular lead were also observed. The device was reprogrammed. The patient remained asymptomatic.